Event description:
It was reported that "when opening the product's primary packaging, it was noticed that it was deformed (crooked), the which made its use impossible." No patient involvement reported.

Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample. The customer provided one photo and returned one unopened sac kit for analysis. Visual inspection of the components revealed 3 kinks in the guide wire body. One additional kink was observed on the catheter in the same location as one of the kinks in the wire. Several creases were observed on the product packaging. The damage observed is consistent with defects related to storage and shipping. Both welds were present and appeared full and spherical. The packaging clearly states, "do not bend". The major kinks in the guide wire measured 152, 220, 259mm from the distal end. The guide wire total length measured 349mm via calibrated ruler which was within the specifications of 345-355mm per product drawing. The guide wire outer diameter (od) measured 0.51mm via calibrated caliper which was within the specifications of 0.508mm-0.533mm per product drawing. Functional inspection of the guide wire was performed per the instructions-for-use (IFU) provided with the kit which states, "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). Thread tip of indwelling catheter over spring-wire guide." The undamaged portions of the guide wire were threaded through the returned 20 ga introducer needle with no resistance. A manual tug test confirmed the distal and proximal welds were attached. The manufacturing site was previously consulted regarding the observed failure mode for related complaints. They indicated that the observed kink, in addition to the creasing in the packaging, is consistent with damage caused by shipping and handling. As part of the guide wire manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. The instructions for use (IFU) provided with this kit warns the user, "precaution: use of excessive force may damage catheter or guidewire. Do not use if package is damaged." The product labelling was updated to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when opening the product's primary packaging, it was noticed that it was deformed (crooked), the which made its use impossible." No patient involvement reported.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when opening the product's primary packaging, it was noticed that it was deformed (crooked), the which made its use impossible." No patient involvement reported.